Event description:
It was reported that while the patient underwent an MRI, it was discovered this right ventricular (rv) lead had dislodged. The dislodgment was confirmed by x-ray imaging. The device remains implanted and at this time no revision has been scheduled. No additional adverse patient effects were reported.

Event description:
It was reported that while the patient underwent an MRI, it was discovered this right ventricular (rv) lead had dislodged. The dislodgment was confirmed by x-ray imaging. The device has been explanted and replaced. No additional adverse patient effects were reported.